Manufacturer narrative:
Service and repair: the customer reported the ball bearing was missing. The repair technician reported the ball on the side of the measurement stick was missing. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. A review for further evaluation has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part 319.006 depth gauge with lot number 7441766 was received as unrepairable from service and repair and reported to have missing ball bearings. The 7441766 depth gauge was manufactured in 8/2013 and is over three years old. The balance of each of the returned devices is in fairly worn condition with a significant amount of markings and signs of wear. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. The depth gauge was found to be significantly undersized. Many of the depth gauge assemblies exhibited a noticeable ¿toggle¿ of the needle within the slider. Both a manual pull test and destructive testing were conducted and evaluated during the investigation of this nonconformance. Based on the evaluation of the data, as well as the intended use of the devices, there was no safety or functional concerns with the devices assembled with the out-of-specification components. The bending strength of an external thread element would be a function of the size of the minor diameter, not the major diameter since the minor diameter represents the worst case cross section in terms of bending strength and therefore this nonconformance is not relevant to the complaint condition. A design clinical risk management (dcrm) review and/or occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury that were not generated from a literature article. Therefore, no dcrm calculation will be performed for this complaint. It is likely that over three years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service history evaluation/review was attempted. The investigation of the complaint articles has shown that: no service history review can be performed as part number 319.006 with lot number(s) 7441766 is a lot/batch controlled item. The manufacture date of this item is 1-aug-2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review was conducted. The report indicates that the: DHR review for part #: 319.006, lot #: 7441766, release to warehouse date: 01aug2013, expiration date: na, manufactured by: (B)(4). No ncrs were generated during production; review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two 2.0/2.4 mm depth gauges are missing ball bearings and one of those depth gauges has a broken depth stick. This was discovered by sterile processing department. There was no patient involvement. This complaint involves two devices. This report is 1 of 1 for com-(B)(4).